Event description:
During bypass surgery, case started at 1830, at 1845 noticed dark blood ran arterial blood gas in saturation lab partial pressure of oxygen=44, quickly check all oxygen lines. Oxygen flow, blood flow (all appeared ok), concluded gas exchanger failed. Quickly changed gas exchanger (approx 2 mins) blood bright red again and repeat arterial blood gas showed increase partial pressure of oxygen. (As reported by perfusionist).